Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; (B) (4) full lead; defib conductor distorted; helix/lobe bent/distorted.

Event description:
It was reported that during an implant attempt that the lead's threshold and impedance increased while r-wave decreased. Threshold increased to 2v and impedance was 1500ohms. All values were fluctuating at each qrs. A new lead was used to complete the procedure. No patient complications were reported as a result of this event.